Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6139t311 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified (B)(4).

Event description:
It was reported that the suction catheter became detached from the tracheostomy tube. It was discovered by a nurse as soon as it occurred, and the nurse was able to replace the catheter with a new one. The tracheostomy tube was from fuji systems. The hospital has alleged that detachments began occurring after they began using fuji systems tracheostomy tubes, but could not specify how many times the event had occurred, or provide dates. No further information has been provided at this time.

Manufacturer narrative:
The actual complaint product was returned for evaluation. One used sample of the device, along with one phycon p-con sliver tracheostomy tube (not sold by halyard) were returned for evaluation. Visual inspection of the male insert of the double swivel elbow was performed. There was no visible damage to the manifold, female insert, or male insert. The phycon trach tube was inserted into the female insert of the double swivel elbow until resistance was felt. The insertion depth was 1.2 cm. Rotation was performed, and the female insert rotated as expected. The attachment of the two components was examined. There were no gaps and no "play" was observed in the attachment. Considerable hand force was required to detach the phycon tub from the female insert. The components were assessed as having a secure attachment. The reported event could not be confirmed. No root cause could be determined. All information reasonably known as of 14 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
An additional evaluation was performed by the technical quality leader. This second evaluation resulted in the same findings as the original evaluation. In addition, during the second evaluation, the vent connector end was attached to the female insert of the dse, and using a certified, calibrated, ruler, determined that resistance was felt at approximately 6mm, just beyond the medial point of the insert. A secure connection was observed. Following this additional sample evaluation, root cause of the reported event remains unknown. All information reasonably known as of 31may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).